Event description:
It was reported that during a procedure, the clip applier was inside a patient at the time of deployment when a clip exited through the vent hole approximately 5 cm rearward from the tip, and the clip applier then jammed solid such that the handle could not be triggered. It was further reported that the clip disengaged into the patient cavity and was able to be retrieved. A new clip applier of the same type was used to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.